Event description:
Intuitive surgical, inc. (Isi) received a sureform reload as an RMA. There was no alleged malfunction reported against the product.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform reload was analyzed and found to have lodged staples wedged in between the reload in front of the exposed knife. This can prevent the blade from progressing through the full firing trajectory. There was also cartridge damage and blade damage to the knife observed. Additionally, the reload was found to have cartridge damage. A piece of the cartridge was found wedged in between the reload in front of the exposed knife, causing it to jam. The piece was removed from between the reload and the shuttle was fully deployed. The knife was inspected, and mechanical indentations were noted. There was no complaint against the product to assess the effect of its failure. The probable root cause of lodged staple is attributed to partially or wholly by the user of the device including sample handling.